Event description:
Over the period of the last two and a half years I have been an animas 1250 insulin pump user. The pump malfunctions repeatedly. I am on my 7th pump and I'm in need of another replacement. To give perspective on the situation many insulin pump users are able to use their same pump for past the 4 year warranty that most general insulin pumps come with. I consider myself lucky if I can get the animas model 1250 to last more than 3 months. The issues can vary. I have had 3 models replaced because the plastic casing is very weak near the battery cap which causes it to crack on its own. I only dare tighten it with my fingers and it still cracks. The rubber over the push buttons, to access the menu, came off on my first pump. I had 2 pumps completely stop working with no notice and unable to reboot, even with guidance over the phone. I had to wait 4 days for a replacement to come once. Four days can be a life or death to a brittle type I diabetic. Some of the pumps would give false alarms over and over again causing minor inconveniences. I had one pump for no reason give extra insulin until I got it replaced, no explanation was ever given for this. My current pump won't prime sometimes, which is the part of the pump that pushes the stored insulin in little increments according to how its programmed. This is a scary malfunction. Animas as a company doesn't seem to care and has not offered to do anything other than send replacement after replacement for an initially defective device which my life depends on. The removal of an insulin pump for a type I diabetic is comparable to removing an appendage. Sudden changes can be life threatening. Dose or amount: varies. Frequency: continuous. Route: sq. Dates of use: 2005-2008. Diagnosis or reason for use: diabetes type I, brittle and insulin dependent -iddm-. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.